Event description:
It was reported that above mentioned femoral head was dislocated from the constrained liner without dissociation of the constrained ring.

Manufacturer narrative:
The device was in vivo approximately 2 months. No devices were returned for evaluation, therefore, their conditions are unknown. It is unknown whether proper technique was followed for the correct orientation of the acetabular shell and the assembly of the ring, femoral head and liner. No information on instruments used during the implantation was provided. Patient factors such as height/weight, behavior, rehabilitation protocol and whether the protocol was followed were not provided. Surgical notes and x-rays were unavailable. Based on the above information and observations, the revision due to pain and chronic dislocation may have been caused by one or a combination of the following occurrences: incorrect positioning of the shell upon implantation; improper assembly of the restraining ring and liner upon implantation; multiple reductions of the femoral head into the liner prior to the restraining ring assembly, potentially damaging the components; reduction of the femoral head after the restraining ring was assembled; muscle and fibrous tissue laxity around the hip could potentially lead to insufficient functional support to the joint; patient factors such as patient behavior. However, the exact cause of this situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.